Event description:
It was reported that the device and lead were explanted. It was noted that there was a loss of stimulation or therapeutic effect and that the patient was not getting pain relief and wanted it explanted. It was also noted that there was no patient injury or adverse event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).